Event description:
The sales associate reported the awl broke inside the implanted cage. The cage broke while attempting to remove the broken awl. It is also reported a drill bent during the surgery. The broken awl and cage were removed, however a surgical delay of 35 minutes was reported. No adverse effects have been reported as a result of this event.

Manufacturer narrative:
The package insert states "bending, loosening or fracture of the implants or instruments are listed as potential adverse effects and complications." Without a product return, no product evaluation is able to be conducted. The lot history of the implanted unit is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File three of three for the same event.

Manufacturer narrative:
A visual inspection of the returned device shows damage to the exterior of the peek spacer and the ti insert has been dislodged from the spacer. There is damage consistent with attempting to remove the spacer. A functional inspection could not be performed because the returned device was too damaged. A review of the device history records showed that there were no non-conformances or other discrepancies that would contribute to the reported failure. The reported event indicates that the initial failure did not involve the part number associated with this product evaluation. The initial failure involved the solitaire awl (report 2242816-2015-00025) and drill (report 2242816-2015-00024). The solitaire cage only became damaged once the device was removed to attempt to find the broke awl. As this cage did not fail during insertion, there is no indication that there was an issue with the cage prior to attempted removal. Because the cages are designed to be inserted in one direction it is much more difficult to remove the cage. Therefore, this cage damaged due to aggressive removal of the implant. No supplemental reports were submitted for the awl and drill as they were not returned for evaluation and no additional information was received or added value to the relevant content of this report and/or a conclusion to be drawn.